Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device were not returned for evaluation. In this case, minimal information regarding these procedures was received and attempts to get additional information regarding the condition of the devices, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the calcification and stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history records (DHR) were not able to be reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through reviewed the article "mitral valve replacement using carpentier-edwards pericardial bioprosthesis in patients with rheumatic heart disease aged below 40 years: 17-year results" authors ujjwal kumar chowdhury et al. This study was designed to evaluate patients aged less than 40 years implanted with tissue heart valves with respect to survival, thromboembolism, structural degeneration and quality of life. Between january, 2000 and december, 2016, 132 patients (51 males) with rheumatic heart disease underwent mitral valve replacement using carpentier-edwards perimount pericardial bioprostheses. The patients¿ ages ranged between 12 and 39 years. Within the context of the article the following events were identified: four (4) redo mitral valve replacements (mvr) between 7 and 10 years since the implant due to severe bioprosthetic degeneration with stenosis secondary to restricted mobility due to stiffening and calcification of the leaflets. Non-edwards mechanical valves were implanted in replacement. Conclusions: authors conclude that edwards pericardial prosthesis provides satisfactory clinical performance in a young population with a low risk of degeneration and other valve-related events. The tissue heart valves are an acceptable alternative to mechanical heart valves in patients aged less than 40 years, those having problems with monitorisation of prothrombin times, a lower compliance to anticoagulation therapy, and a desire for pregnancy providing excellent survival and low complication rate coupled with good quality of life.